Event description:
It is reported that a customer was hospitalized on (B)(6) 2014 for high and low blood glucose levels. The blood glucose level at the time of hospitalization is unknown, but the customer was at 220 of mg/dl during the time of the call. The customer was treated with antibiotics for a foot infection and manual injections for the high blood glucose. The customer stated that there were no significant events that could have led to the issue. The customer received calibration errors and bad sensor alerts on their insulin pump. The customer stated that they will send one of the sensors back for analysis. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).